Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and an infrarenal aortic extension. A follow up showed the patient had a type 3a endoleak. There are no reports of the patient having a secondary procedure and not reports of the patient having been scheduled for a secondary procedure.

Manufacturer narrative:
Based upon the information available the root cause of the reported event is unknown. At the completion of clinical evaluation, the following were confirmed: endoleak type iiia of the main body and proximal extension with complete component separation. There were no procedure, device, or off label circumstances identified that would contribute to the reported event. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. The event devices was not returned, therefore no evaluation was completed.